Event description:
It was reported that tandem mobi pump experienced recurring cartridge alarms, including cartridge alarm 30, while pump was not in the loading process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged replacement pump, confirmed warranty and shipping details, instructed customer to place original pump in storage mode, and provided directions and materials for returning problematic pump and for setting up and reconnecting replacement pump.